Manufacturer narrative:
The initial report was submitted on 06-nov-2023. The purpose of this follow up report is to correct g6 in the initial report which should have the "initial" box checked. E1 contact information was updated to contain the correct contact name, email, phone number and address. E2 and e3 were updated. In addition, g2 had the incorrect report source box checked and was updated in this follow up report.

Manufacturer narrative:
The hydromark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. In accordance with iso 13485:2016 and iso 10993-1 requirements, the hydromark¿ biopsy site identifier devices have been tested for biocompatibility for their intended use and patient contact duration per iso 10993-1. The marker and clip are the only hydomark components classified as having permanent patient contact. Components of the applicator are classified as "limited patient contact" and qualified for the intended use during the procedure. Applicator materials are considered medical-grade but have not been evaluated for permanent implantation. The hydromark IFU lists hypersensitivity as a potential adverse reaction. As with any implanted device, the implant site should be monitored for any signs of irritation or reaction following the surgical procedure. In this incident, the sales representative reported that after procedure the patient was experiencing a rash post hydromark clip placement. We reached out to the reporter for additional information and the status of the patient however, they were unable to support our requests. We cannot confirm that our device caused the reported reaction however, we are submitting the report due to the potential adverse reaction.

Event description:
According to the reporter, the event occurred after the procedure. A patient had an ultrasound biopsy and the hydromark was deployed. There were obvious positive findings/cancer. Patient was fine post procedure, returned home, developed a rash and hives a few hours later. Patient went to the emergency room and was administered benadryl and epinephrine. Patient was discharged and went back to the emergency room with the rash again.